Event description:
Customer reported device = 180 mg/dl and lab = 120 mg/dl. Customer stated tests were performed within 10 minutes of each other. Controls were in range. No treatment. A request was made for return product and replacement product was sent.